Manufacturer narrative:
Concomitant medical products: addrs1 ipg, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced asystole/ syncope. It was also reported that the right ventricular (rv) lead exhibited oversensing. The lead was capped and replaced. No further patient complications have been reported as a result of this event.